Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 446 mg/dl, 204 mg/dl and 178 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated the customer took her normal medication of 1000 mg of metformin and 15 mg of actos after the back to back results were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.